Event description:
During a laparoscopic cholecystectomy procedure, the device formed 2 scissored clips, and then delivered double clips when only fired once. No pt consequences. Case completed with another device of the same product code.